Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient is stiff and shaking. The change in therapy is not related to positional movement. Caller said that they are trying to recharge however they are not getting the bars on the screen all the time. Caller is trying to charge the ins. They synced with the patient programmer and it showed stim off. Troubleshooting reported resolving the issue. It was reported to be a sudden change in therapy/symptoms and caller thinks the patient accidentally turned implant off. No further complications were reported or anticipated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider indicating that the cause of the sudden stiffness and shaking was due to parkinson's.